Manufacturer narrative:
The complaint of leaks on item 011-ch-13 cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined lot history review couldn't be performed due to lot number for this complaint was unknown.

Event description:
The event occurred on an unspecified date and involved a chemoclave¿ bag spike with additive port dry spike where the customer reported that they notice a leak at the location of the white cap; this is noticed when connecting a bag. Patient involvement is unknown; harm was not reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.